Event description:
The plaintiff's attorney alleged that the pt experienced a cardiac event and expired the same day. It was further alleged that the event was caused by exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is 1 of 2 device reports for this event. (B)(4) was used to report the non-specific cardiac event. Add'l info has been requested and will be submitted upon receipt accordingly.